Event description:
Additional information received indicated the event was discovered in clinic. The implantable cardioverter defibrillator (ICD) was reprogrammed. The patient status was unknown.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was post paced t-wave over-sensing (pptows). Further information was requested but not received.